Event description:
Complainant alleged that while attempting to treat a patient, the device's display was distorted and clinical information could not be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.